Manufacturer narrative:
(B)(4). The customer reported that after one shock was delivered, a second attempt to defibrillate failed with a corresponding "service required" message. There was no report of negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that after one shock was delivered, a second attempt to defibrillate failed with a corresponding "service required" message. There was no report of negative pt impact.